Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient also experienced left breast asymmetry on (B)(6) 2019. On (B)(6) 2021, mentor became aware that due to the asymmetry, the patient underwent implantation surgery with a 420cc mentor memoryshape breast implant catalog: 3341305 lot: 7394128 sn: (B)(6). On (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 11, 2021, the product investigation was updated. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mm+ 420cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device, indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/14/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received an update on the events submitted in the initial report. In addition to the previously reported symptoms, the patient's left side was diagnosed with an implant site hematoma. As a result, the patient's impacted device was explanted on (B)(6) 2019. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 2/4/2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, it was observed with no apparent damage. No anomalies were observed. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Careful hemostasis is important to prevent postoperative hematoma formation. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Concomitant medical products: 420cc mentor memoryshape breast implant (catalog number 3341305; serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent a breast augmentation with a 420cc mentor memoryshape breast implant and experienced postoperative left-sided wound infection. The diagnosis was confirmed by physician upon examination. Due to the patient's condition, they underwent a unilateral left-sided procedure on (B)(6) 2019 in which the infection was incised, drained, and aspirated. The treatment of the infection is ongoing as the patient was prescribed medication. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.